Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Additionally, it was observed a bent on the dilator. A dilator was introduced with the hemostatic valve dislodged and resistance was found. Then the hemostatic valve was taken off the hub and the dilator was introduced again and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance reported by the customer. A device history record review was performed for the finished device number 00001958, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside the hub. The finding was identified on (B)(6) 2022. It was initially reported by the customer that the valve was tight and difficult to pass through the dilator, and the dilator was bent. The issue occurred during preparation. There was no physical damage on the sheath/valve, nor were there issues when irrigating the sheath. The sheath was not narrowed, partially blocked, or completely blocked. The dilator was still able to be moved through the sheath and the dilator/catheter was not stuck. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable. Damaged dilator is not MDR-reportable.